Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that there was a device malfunction with the pulse generator. The device was explanted and replaced. It was also reported that the right atrial (ra) lead and the right ventricular (rv) lead stopped performing appropriately. It was noted that there was an inner conductor fracture on the ra lead. It was also noted that there was poor capture thresholds and problems with the conductors on the rv lead. The leads were capped and replaced. During the procedure there was high venous pressure and significant backbleeding. The bleeding was controlled and there were no patient complications as a result of this event.